Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2016 with afx devices. Subsequently, on (B)(6) 2016, a thrombotic occlusion was found at a left limb of the bifurcated graft. A thrombectomy was performed with a balloon catheter and two non-endologix stents were implanted in the bilateral limbs. There have been no additional adverse events reported for this patient.